Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. It was reported that a white substance develops in the filter during treatment. Rinseback was not performed due to clotting of the extracorporeal circuit resulting in an estimated blood loss of 190cc. The pt is currently on coumadin and heparin. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact cause of the arterial air alarm cannot be determined. The user's guide contains adequate troubleshooting instructions and probable causes for arterial air alarms. There is no evidence to suggest that a device malfunction occurred. Facility staff has been notified, and is currently performing clotting studies for this pt. Nxstage medical considers this report closed. No add'l info will be provided.